Manufacturer narrative:
Date rec'd from MFR: 01oct2019. The manufacturer¿s international service technician confirmed the reported loose hardware issue. The manufacturer¿s international service technician replaced the cpu tray and thumbwheel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported loose hardware. There was no patient involvement.